Manufacturer narrative:
H3 other text : third party service center.

Event description:
A device was returned to a third party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third party service center, the device was visually inspected and visible foam particles were observed. In addition to the above findings, it was also determined that the left door is missing, the panel is scratched, the top enclosure ui panel was replaced, the bottom enclosure was scratched, ambient sensor lights were cracked and replaced. This technical finding were replaced and the device was corrected.